Event description:
Covidien respiratory account report called in with a report that the customer has noticed that the disposable inner cannulas fenestration holes do not line up exactly as they should with the outer cannula holes. The caller confirmed no patient involvement.